Event description:
A physician reported incorrect patient fluid removal. The rate of the patient fluid removal was adjusted with 300 ml/h, but the display indicated a patient fluid removal of -924 ml between 5:40 and 5:47. The clinical staff observed further balance problems hourly.